Event description:
Additional information received reported the patient did not have the symptom "pain," but felt "the most uncomfortable feeling on earth," when the pump was flipping.

Event description:
It was reported that a pump revision was done due to a flipped pump. The patient was in the healthcare provider's (hcp) office for a refill in (B)(6) 2012, when the hcp was trying to feel where the medication went into the pump when he "broke the stitches loose". The pump began to move due to that occurrence. When the pump "broke loose" it flipped around in and was very painful. The patient stated that the pain was "worse than giving birth". The pump was then subsequently "moved" on (B)(6) 2012. The pump medication was morphine. The event outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the reported pump flipping occurred in the left lower quadrant, and as reported, the pocket revision took place on (B)(6) 2012. The pump inversion was confirmed by xray on -(B)(6) 2012. The patient required hospitalization due to the event. The patient outcome was reported as "no injury". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).